Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The manufacturing location was unknown. Reporter¿s phone number was not provided. The device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the pen drive device nitrogen did not enter. It was reported that at the beginning of the procedure, it worked normally but in the middle of the procedure it failed and stopped entering nitrogen even though it was at 80 pounds per square inch (psi) and the bullet was filled with 1500psi. It was further reported that the pressure gauge was changed, however the device still did not work. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not run, had component damage and failed pre-test for general condition, check power with the test bench and check speed with the tachometer. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. H4: the device manufacture date was reported as unknown in the initial medwatch report. This has been updated to may 14, 2012. G1-2: the manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility.